Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was in the incorrect code. This complaint was classified based on the customer care advocate (cca) documentation. The patient was unable to recall when the alleged issue first occurred. The patient reported she uses a combination of medications including metformin 1000 mg and glipizide 5 mg and insulin on a sliding scale depending on blood glucose readings. The patient reported she took her usual dose of medications including humalin 20 units on the day of the alleged issue. The patient reported 2 hours later she developed symptoms of feeling nervous and feverish. The patient reported on (B)(6) 2013 at 2 pm, she was seen by a healthcare professional and was treated with insulin. She was unable to recall the blood glucose reading obtained on the hcp meter. At the time of troubleshooting, the alleged issue was resolved with troubleshooting. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue she was unable to test her blood glucose and therefore required assistance from a healthcare professional.